Event description:
It was reported that the customer's doctor is requesting the device be replaced because the insulin pump is over writing the estimate bolus during lunch time. The customer's blood glucose reading at time of call was 64mg/dl. The nursed stated that it seems the bolus wizard is the issue, and the parents should monitor the device if it would happen all of the time. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.